Event description:
It was reported that the drain bag of a cycler drainage set was leaking. The exact location of the leak was not specified. This occurred during an unknown step of peritoneal dialysis therapy, during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.